Event description:
Initial report: this non-serious spontaneous case report was reported by a physician via a medical rep and forwarded by our local affiliate. This case involves a female pt (age nos) who developed a visible, but non-palpable lump approxi. 1 cm outside the orbital rim three wks post-treatment with poly-l-lactic acid (sculptra) therapy. The reporter "broke the lump down" by injecting the lump with a saline solution. The reporter stated that he is satisfied that the pt is now well, as the pt has not contacted him since the event. A ptc (pharmaceutical technical complaint) was initiated: reporter's causality assessment: not provided.